Event description:
It was reported that pump touchscreen repeatedly froze and became unresponsive. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the pump reset on its own and the issue was resolved.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.